Event description:
It was reported that during a procedure on (B)(6) 2024, the lead would not load into the sheath. As a result, after multiple attempts the procedure was abandoned.

Manufacturer narrative:
The report event of difficulties to insert the lead to the sheath was not confirmed. As received, visual inspection, functional and resistance testing showed the returned lead passed all tests. The cause of the reported event remains unknown.